Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to one cylinder had aneurysm. The app was removed and replaced with an inflatable penile prosthesis (ipp). No further complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. It was also reported that the device was not working. The patient had a good outcome and was discharged home the next day.